Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract and leaked at the septum. The following information was provided by the initial reporter: customer stated that needle did not retract and blood came back when patient was stuck. The patient had to be stuck twice. Additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. The customer had another IV line prepared.

Manufacturer narrative:
The complaint that the needle failed to fully retract with subsequent leaking through the blood control valve was confirmed from one of the three 18g insyte autoguard bc units that were returned for investigation. One needle was received with the flash notch on the needle caught on the blood control valve, which likely occurred during needle retraction. With the needle in this position, the blood control valve was held open, which would allow blood to leak through the valve. The needle and notch were within specification. The complaint appeared to be manufacturing related. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.